Event description:
It was reported that there were blood leaks due to line leaks in the product. Additional information was received via customer a response email dated 22-aug-2022: the issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
No product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: one (1) picture was attached to the complaint created. The photo was used to conduct the device analysis since the physical unit, by the time this investigation was being documented wasn't received. The picture shows the fluid warmer inside a plastic bag covered in dry blood beyond the point of decontamination. The reported failure mode was not visible from the picture. The complaint is not confirmed. In addition, no product had been received to conduct a functional test. If the product is returned, the manufacturer will reopen this complaint for further investigation. No root cause can be determined from the pictures submitted and no corrective actions were performed since the root cause cannot be determined from the pictures provided. No fault was found. The failure condition will be monitored and escalated if necessary. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).